Manufacturer narrative:
Additional information was received that the patients scs had not helped at all, it hurts patients back and cannot walked far.

Event description:
A report was received via social media that the patient underwent an unknown procedure for an unknown reason. No further information could be obtained.

Manufacturer narrative:
Date of event: (B)(6).

Event description:
A report was received via social media that the patient underwent an unknown procedure for an unknown reason. No further information could be obtained.